Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings:the pump powered on with functional auditory and vibratory features, and a blank display screen. The pump casing was removed and a crack in the display was observed. The damaged display was replaced with a test display screen, and the contrast returned to normal. The alleged color spectrum issue could not be confirmed or duplicated on investigation.